Event description:
Info rec'd indicates the head up function on the bed cannot be raised to up position and stay. The head section will rise slightly with use of the motor and manual foot pedal, but lowers itself when the function is stopped.

Manufacturer narrative:
The technician found the hydraulic manifold was bypassing fluid. He replaced the hydraulic manifold to repair the bed.